Event description:
The user facility reported that a container of revital-ox resert high level disinfectant caught fire as it was placed on a warming mat. The fire was extinguished with a fire extinguisher. No report of injury.

Manufacturer narrative:
Through follow-up with user facility personnel, it was determined that the customer did not follow the proper safe storage conditions for the disinfectant as stated in the safety data sheets resulting in the reported event. The revital-ox resert high level disinfectant safety data sheet states, "7.2 conditions for safe storage, including any incompatibilities: keep only in original container. Keep container closed when not in use. Store in a dry, cool and well-ventilated place. Keep away from sources of heat (e.g. Hot surfaces), sparks and open flames. Keep out of direct sunlight." A 3-year complaint review indicates this to be an isolated event. Steris counseled user facility personnel on the proper use of the revital-ox resert high level disinfectant, specifically ensuring to keep containers away from sources of heat no additional issues have been reported.